Manufacturer narrative:
An event regarding pain was reported. The event of subsidence of the baseplate was confirmed by medical review. Method and results: medical records received and evaluation: suboptimal surgical preparation of the proximal tibia has caused gap spaces at the tibial implant-bone interface to contribute to delayed fixation of the tibial device with persistent complaints. Even though secondary stabilization of the device might have occurred at 14-months and devices appeared well fixed at the time of revision, the chronic nature of the complaints with support by radiographic and scintigraphic findings did represent an adequate indication for revision surgery for suboptimal stability of the device during its past service life. Conclusion: medical review confirmed the event of baseplate subsidence and that suboptimal surgical preparation of the proximal tibia has caused gap spaces at the tibial implant-bone interface to contribute to delayed fixation of the tibial device with persistent complaints. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as device lot details, device return and lateral x-rays are needed to determine the root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to manufacturer.

Event description:
Dr. (B)(6) examined this patient post op about 13 months ago. She complained of terrible pain in her cementless triathlon knee (tritanium). He waited another six weeks and decided to revise her knee. He removed all of her implants except the patella. He implanted a depuy-j&j revision knee. All stryker implants appeared to be solidly ingrown. The tibial component as a size 3.